Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported last week or thursday ((B)(6) 2018) the patient "stated" to experience withdrawal symptoms including cold, sweats, dizziness, and blood pressure "skyrocketed." The patient notified their healthcare professional (hcp) and was directed to go to the emergency room and see hcp. The patient stated they were hospitalized on tuesday ((B)(6) 2018) due to headaches and high blood pressure (189/149). The patient noted they have not had this before. It was noted that when the patient received replacement pump system/total system replacement, the hcp lowered the overall dose. It was noted that since the patient has not been able to sleep the hcp also prescribed percocet, valium, and benadryl and the patient was receiving blood pressure medication. The patient was currently hospitalized (at time of report). The patient mentioned they have 5 autoimmune disease including multiple sclerosis. The patient also mentioned having 3 spinal taps in the past. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2018. It was reported that the patient did not have withdrawal. It was noted that the pump and catheter were replaced on (B)(6) 2018 due to a catheter fracture (see mfg. Report #3004209178-2018-26760 for information regarding the catheter fracture) and the symptoms were due to reintroduction of intrathecal medication, not withdrawal. It was noted that the patient's blood pressure (bp) was controlled, and anxiolytics helped to resolve all symptoms. The symptoms and hospitalization were resolved.